Manufacturer narrative:
Additional information was received on 4/16/2020. Patient also experienced bilateral ptosis post procedure. The right sided device is an unspecified gel breast implant post procedure. Surgical intervention of the right-sided device was completed to elevate the sagging breast by raising the superior skin flaps in the plan of the breast capsule on (B)(6) 2020. Reason for device explant and/or reoperation: rupture and anisomastia the investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant and breast ptosis. During visual inspection, the sample was found to be ruptured. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent a breast augmentation revision with 475cc mentor memorygel breast implants. During a mastopexy on (B)(6) 2020, the surgeon identified that the left-sided device was ruptured. As a result, the surgeon removed the ruptured implant and replaced it with a like device (catalog number 3504751, serial number (B)(4)).

Manufacturer narrative:
On april 10, 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).